Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. The most recent information was received on 31-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year-old female patient who had essure (batch no. 948837) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criterion medically significant), asthenia ("asthenia"), sleep disorder ("disturbed sleep"), tinnitus ("tinnitus"), rhinitis allergic ("allergic rhinitis"), musculoskeletal pain ("muscle and joint pain"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), pruritus ("itching"), renal pain ("kidney pain"), tendonitis ("tendinitis"), depression ("mild depression") and vision blurred ("blurred vision") and was found to have weight increased ("weight gain"). At the time of the report, the menorrhagia, asthenia, sleep disorder, tinnitus, rhinitis allergic, musculoskeletal pain, fibromyalgia, migraine, pruritus, renal pain, weight increased, tendonitis, depression and vision blurred outcome was unknown. The reporter considered asthenia, depression, fibromyalgia, menorrhagia, migraine, musculoskeletal pain, pruritus, renal pain, rhinitis allergic, sleep disorder, tendonitis, tinnitus, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.